Event description:
It was reported that the buttons on the insulin pump are not responding. Customer does not recall any significant events leading to the alarm. Customer stated that the device has a plastic piece that is threaded that broke off. Blood glucose is 152 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot, and broken battery tube threads. The insulin pump had intermittent button response due to corroded keypad traces.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.